Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested on a cobas 8000 ise module. Controls were also showing questionable results. The customer noticed that a probe was not seated properly. The probe was fixed, then controls and patient samples were repeated. The customer provided examples of two patient samples with discrepant na electrode results and a third sample with discrepant k electrode results. The first sample initially resulted in a na value of 148 mmol/l and it repeated as 138 mmol/l. The second sample initially resulted in a na value of > 180 mmol/l and it repeated as 127 mmol/l. The third sample initially resulted in a k value of 9.9 mmol/l and it repeated as 4.1 mmol/l.

Manufacturer narrative:
The na and k electrode lot numbers and expiration dates were requested, but not provided. The investigation determined the issue was caused by a clogged probe/nozzle. The issue was resolved by the customer's action of cleaning the probe/nozzle.